Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced pain and infections. The patient underwent two partial mesh removals. The mesh pieces embedded into vagina, bowel and bladder remain in the body. The patient is still experiencing severe pain and unable to work. Additional information has been requested.